Event description:
Rotablation was performed on a heavily calcified mid lad with good results. A 2.5 x 16 mm taxus stent was deployed at 12 atmospheres for 20 seconds in the distal end of the mid lad. A 2.75 x 16 mm taxus stent overlapped and deployed at 12 atmospheres for 20 seconds proximal to the first stent. The 3.0 x 32 mm taxus stent in question was then placed proximal and overlapped to the second stent. It was deployed at 16 atmospheres for 20 seconds. After deployment, the stent balloon was very slow to deflate and appeared to be stuck to the stent. After numerous attempts to free the balloon by different manipulations, the balloon came free. The balloon appeared to be intact with nothing left behind. More stents were placed proximal to tack up a dissection. The patient was stable, pain-free, and had timi iii flow. There were no other apparent complications.